Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 525 mg/dl. The husband was unable to troubleshoot during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.